Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occured in brazil. It was reported that patient faced five infusion sets catheters leakage events on (B)(6) 2025.the leakage was in the tubing.the infusion set was in use for less than 24 hours. No further information is available.